Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of shuts down by itself and will not open up. The unit was triaged and the customer¿s reported condition was confirmed. The potential root causes are the use of an unauthorized power adapter by the user and/or a possibly defective component. A review of the device history record shows that this unit was manufactured in 2016 and was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that an issue occurred with an enteral feeding pump. The customer states the pump shuts down by itself and will not open up. The customer stated there was no alarm before shutting off. No patient involved.